Manufacturer narrative:
At this time, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during a routine pulse generator (pg) changeout procedure, both right ventricular (rv) set screws were frozen. The set screws were not able to be loosened. The physician decided to cut and cap the rv lead as it was unable to be removed from the header of the device. The device was explanted. No adverse patient effects were reported.